Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported that one of the patient's l1 leads and one of the of the patient's s2 leads migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the s2 lead was explanted and replaced while the l1 lead was disconnected from the ipg to address the issue.